Event description:
It was reported that patient complications occurred resulting in cardiac arrest. The patient presented with in-stent restenosis (isr) in the right coronary artery (rca). An opticross hd imaging catheter was prepped and advanced for intravascular ultrasound examination of the target lesion. During pullback, the image dropped out and an air bubble was noted. The image returned and pullback was completed. The catheter was removed and the patient experienced no flow, st segment elevations and went into asystole. Abnormal blood counts were also noted. A dose of adrenaline/epinephrine was administered, and one round of cardiopulmonary resuscitation (CPR) was performed. Per the operating physician, the air entrained in the catheter caused the patient complications. The distal rca isr was treated with a drug coated balloon and the procedure was completed. The patient fully recovered.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed poor image quality.

Event description:
It was reported that patient complications occurred resulting in cardiac arrest. The patient presented with in-stent restenosis (isr) in the right coronary artery (rca). An opticross hd imaging catheter was prepped and advanced for intravascular ultrasound examination of the target lesion. During pullback, the image dropped out and an air bubble was noted. The image returned and pullback was completed. The catheter was removed and the patient experienced no flow, st segment elevations and went into asystole. Abnormal blood counts were also noted. A dose of adrenaline/epinephrine was administered, and one round of cardiopulmonary resuscitation (CPR) was performed. Per the operating physician, the air entrained in the catheter caused the patient complications. The distal rca isr was treated with a drug coated balloon and the procedure was completed. The patient fully recovered.